Event description:
Information was later received that this lead was surgically abandoned. No adverse patient effects were noted as a result of the procedure.

Event description:
Boston scientific crm received information that the lead safety switch tripped on the right ventricular lead due to impedance measurements greater than 2500 ohms. It was noted that some inappropriate episodes were stored. The decision was made to replace the lead at the generator change. No adverse patient effects were noted.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.